Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The report states: the patient was revised to address a failed knee revision. Osteolysis, polywear of the tibial insert, and loosening of the tibia and femur were reported.